Event description:
During the code of this patient the AED pads attached to patient were noticeably warmer after the second shock. During the third shock of the patient, a spark came from the pad and the smell of smoke was present. After tod was called a burn/wound noted to skin beneath pad. Device did not contribute to the pt's demise.